Event description:
It was reported to ge that after a system reset, the operator selected an automatic positioning feature and the system moved such that the x-ray tube ran into the base of the system. No injury was reported. Unintended motion appears to have been caused by a short of the two components on the positioning board.